Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during first inflation for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2mm x 20mm x 143cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.